Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set snapped in two pieces at the distal port. This occurred during infusion of norepinephrine while the patient was receiving a chest x-ray. There was no report of patient injury or medical intervention associated with this event. No additional information is available.